Event description:
It was reported that the next day post-op check showed that the right ventricular (rv) lead had high thresholds. It was also noted that bipolar threshold was elevated and there was non-capture at eight volts for both bipolar and unipolar. The rv lead was repositioned from rv apex to rv outflow tract and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.